Manufacturer narrative:
No patient information provided as no patient was involved in this concern. No parts were returned for evaluation. A medtronic representative went to the site to test the equipment. Testing revealed that all voltages were within normal limits. The system worked without flaw and was fully operational. . The imaging system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging device being used outside of a procedure. It was reported that the system's batteries were low. When the image acquisition system (ias) was unplugged from the mobile view station (mvs) the x-ray battery level in the scroll bar dropped a couple of bars after approximately 2 minutes. Site reported no problems with functionality. There was no patient present when this issue was observed.